Manufacturer narrative:
Concomitant medical products: product ID: 3389s, implanted: (B)(6) 2014, product type: lead. Product ID: 7482-51, implanted: (B)(6) 2014, product type: extension.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was no effect after implanting the right lead and it led to the left side not being as active as before. The physician checked it by a CT scan and found the right side which electrode implantation had edema and there was liquid leakage at the connection of the lead and wire on the right. The physician used anti-inflammatory and antibiotic therapy but the effect was not good. The patient was more emotional and the right lead was turned off and the patient was to rest at home for a month. The physician suspected it may be an issue on the connection or the lead was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.